Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the concentration of the disinfectant was not checked during reprocessing. However, the definitive root cause of the reprocessing issue could not be determined. It is possible that the user's understanding of equipment handling and reprocessing steps differed from olympus' recommendation. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her staff had been incorrectly operating the facility¿s endoscope reprocessors ¿off and on since 2021¿. There were no patients involvement during these specific reprocessing events. However, while speaking with the olympus representative (rep), the customer noted that the endoscopes & accessories that had been reprocessed without the steps required for pre-cleaning had been used in cases. At this time, there have been no reports of patient harm as a result of these events. This is event 3 of 3, for the remaining 2 events, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
While on-site, the rep walked the staff through the properly reprocessing steps per the instructions for use (IFU). The rep then instructed the staff on the efficacy of the cleaning solution. Once the reprocessing in-service was complete, all attendees were documented on the attendance sheet. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.